Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this sales representative contacted boston scientific technical service. The sales representative informed the technical service consultant that this patient had died on (B)(6) 2019 due to post-operative complications related to anesthesia during the replacement procedure. Patient was transferred to ccu post procedure and developed cardiogenic shock. The consultant was informed that tachycardia therapy on the chronic device had been programmed off on (B)(6) 2019 per physician orders. The sales representative was informed by the health care professional that the patient developed an agonal rhythm later in the day post-procedure and could not be resuscitated.